Event description:
The user facility reported that three employees received carbon fiber splinters from the underside of two surgical table arm boards, causing minor bleeding. The employees reported to the facility emergency room where the splinters were removed and ointment and a band-aid was applied to the affected areas. The employees missed no time from work and no sustaining injuries have been reported.

Event description:
It was reported by the affiliate that during a rectum procedure, there were difficulties to open the device. First stapler: after the first stapling without a problem, the surgeon noticed that the jaws wouldn't reopen normally. He decided to use a second stapler. Second stapler (same lot number): the first stapling was performed without a problem. Then a cartridge (B)(4) lot f4ph76 was loaded: the scrub nurse had to force to load it. After the second stapling, the jaws got stuck on the tissues and the surgeon used force to remove the device, which triggered a laceration of the rectum. A third stapler was immediately used to treat the laceration. The first stapling was made properly, but upon the second stapling (cartridge (B)(4), lot f4ph76), a new issue occurred ((B)(4)). No important bleeding occurred, no transfusion needed. The patient is currently fine. The procedure was longer. There were no adverse consequences for the patient. Two devices will be returned. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). The analysis showed that the 6sb45 device was received in good visual condition and with a blue reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The reload was loaded on the device without difficulties. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed as intended.